Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested assistance from tandem technical support with cancelling the insulin on board (iob). Reportedly, the customer had 17 units of insulin remaining in the cartridge and inadvertently delivered the remaining insulin as to not waste insulin and had 31.8 units of iob. Blood glucose (bg) was 182 mg/dl. Tandem technical support educated that the iob was unable to be cancelled as it was active insulin in the body. The customer reported consuming candy to ensure bg remained within range and declined follow-up from tandem technical support.